Event description:
It was reported that during the procedure, following several torques of the device during approximately 30 minutes, the device was separated at the proximal part near the torque device and outside of the patient. The guidewire was completely removed from the patient. The procedure was completed using another of the same device. There were no clinical consequences to the patient and the patient was reportedly in a good condition.